Manufacturer narrative:
It was noted during failure analysis that the handpiece drew high current and warmed up due to a damaged e-box.

Event description:
The system 7 dual trigger rotary was sent for service and during failure analysis the handpiece got warm. There was no pt involvement and no adverse consequences associated with the device.